Manufacturer narrative:
(B)(4). Date sent: 04/04/2016. Information was not provided by the contact. Information anticipated, but unavailable at this time. (B)(4) additional information was requested and the following was obtained: "the ligaclip released staples that did not clip around the tissue. We did open another device (ligaclip) that was used after the ligaclip misfired (failed)."

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # = m93998. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed,and formed the remaining 13 clips as intended. However, the lockout mechanism was found to be non-functional. The reported event could not be confirmed as no malformed clips were noted during functional testing. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and led to the reported incident; however no conclusion could be reached as to what may have caused the premature lockout. A batch record review was performed and no anomalies were found during the manufacturing process. Pictures of the sample were received for analysis. Upon visual inspection of the pictures, the instrument appears to have a clip in the jaws, the photo shows the instrument through what appears to be the tyvek from the packaging. No conclusion could be reached as no malformed clips can be observed on the provided photos.